Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had unspecified alarm. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had blank display and low battery. The customer also stated that the they got blank display due to the battery running out and turning the insulin pump off. The customer also stated that they got a warning that it was low. The insulin pump will not be returned for analysis.